Manufacturer narrative:
(B)(4).

Event description:
Impedance measurements were high; >40,000 ohms on the left (0-3) and on the right (8-11). No postoperative impedance readings were available for comparison. Additional information has been requested, a follow-up report will be sent if additional information becomes available.